Event description:
Multiple qc (quality check) failures associated with bd mgit 960 pza (pyrazinamide) caused the laboratory to be unable to report susceptibility results for this critical drug used to treat patients with mycobacterium tuberculosis infections. Reference reports: mw5150609, mw5150610.